Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 256 mg/dl. Customer was unable to resolve the issue through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.